Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes that burns and irritates her. Patient reported broken skin under the front electrode which formed a scab. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician provided a prescription. Outcome of the irritation is unknown as follow up attempts were unsuccessful.